Event description:
It was reported the stimulator was delivering 3 stimulations with each single delivery. The pace artifact on the paced channel was measurable at 120ms and the audible also indicated a triple chirp with each stimulation delivery.

Manufacturer narrative:
Investigation of the returned unit verified the problem could be duplicated. The cause was the pin tab on the com2 connector was not locked into the connector housing. This caused the internal bus to not be able to transmit data to the sbc. During the investigation, the connector pin was inserted into the connector housing and the unit then passed full functional testing and met all specifications.